Event description:
A resolute integrity rx drug eluting stent was being used to treat a severely calcified and moderately tortuous cx lesion exhibiting 80% stenosis. No damage noted to device packaging and no issues removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. During the procedure, the device passed through a previously deployed stent. No resistance was encountered during delivery and no excessive force used. It was reported that stent deformation was observed. The physician believes that the stent deformation is related to the procedure / patient morphology. It was reported that a dissection also occurred. The physician believes that the dissection was caused by the resolute integrity stent. The dissection was treated by another manufacturer¿s stent. The current status of the patient is okay/fine after the procedure.

Manufacturer narrative:
Image review: the returned images capture the patient lesion condition as reported by the account. Attempted delivery of a stent is captured, the stent does not pass the tortuous bend and is withdrawn. A stent is then delivery and successfully implanted in the target lesion. Improved flow is seen post stent implantation. The reported stent deformation or dissection was not captured in the images provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: protective sheath and stylette were returned loaded in device. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 8-10th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.